Event description:
It was reported that the shaft of the pta balloon catheter was found broken upon opening the package. There was no patient involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Manufacturer narrative:
The device history records were reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The distal segment of the catheter was still inserted through the packaging hoop, with the balloon guard in place over the balloon. The proximal segment contained the hub and the strain relief and a 1 1 cm section of the catheter distal to the strain relief. The catheter detachment was examined under magnification and the edges of the detachment were jagged and stretched, indicating that excessive force lead to the detachment. The balloon was retracted from the packaging hoop without issue. No anomalies were noted along the length of the distal catheter segment or the balloon guard. No further functional testing was performed. The investigation is confirmed for a catheter detachment, as the catheter detached just distal to the strain relief. The investigation is unconfirmed for a catheter break, as the catheter was received fully detached. The root cause could not be determined based upon the available information. It is unknown whether procedural issues removing the catheter from the packaging hoop contributed to the reported event. It is unlikely that the event is manufacturing related specific warnings, precautions and directions for use of the rival pta dilatation catheter are included in the current instructions for use (IFU).